Event description:
A 47-year-old female with uterine fibroids underwent a total hysterectomy, cystoscopy, bilateral salpingectomy abdominal, and right oophorectomy on (B)(6) 2025. Informed and written consent was completed. The procedure required a surgical fire risk assessment due to the use of a bovie, resulting in a fire risk score of 2 and a mitigation plan involving water on the back table. Assessment & analysis: pre-procedure briefing and timeout included a fire risk assessment. During the procedure, a spark/flame was observed when the resident surgeon activated the bovie pen, but no contact with the patient, staff, or drapes occurred. The procedure was paused, equipment and instruments were changed, and the patient was inspected for injuries, with no harm identified. The procedure was completed without further complications, and the patient was discharged home in stable condition. An investigation is ongoing in (B)(6). Equipment and consumables used during the case were sent to medtronic for evaluation, and findings are pending. Staff were unable to reproduce a flame with the same electrodes at the 30w setting used during the case. Output testing of the machine used during the case was within specification.